Event description:
On 8/21/1998 following a diagnostic procedure, an angio-seal device was placed in pt's right groin. Approx six (6) weeks later (10/5/98) the pt underwent an abdominal aortagram and bilateral selective iliac femoral angiogram showed a 90% obstruction in the pt's right common femoral artery. On 10/6/98 the pt was taken to surgery where surgical revascularization and repair of the right femoral artery was performed. As of 11/9/98 there has been no further report to the MFR of complication or pt sequelae.